Manufacturer narrative:
The manufacturer initially received information alleging visualization of particles. There was no patient harm or injury reported with this notification. The device was returned to the third-party service center and during the evaluation of the device, no visible foam was found. Additionally, dust contamination was present. The device was scrapped after the evaluation was completed. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event has occurred due to the reported allegation or would be likely to occur, if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, there was no visible foam present. Additionally, dust contamination was present. The device was scrapped after the evaluation was completed. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.